Event description:
Hill-rom received a report from a hill-rom technician stating the bed would alarm locally but not at the nurse station. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the power control board assembly inoperative. A search of the hill-rom maintenance records showed hill-rom performed any other preventative maintenance on this bed. The technician replaced the brake/steer casters and pedal brackets to resolve the issue. Based on this information, no further action is required.